Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, an angio-seal device was successfully deployed. After the procedure the patient suffered pain in her right groin area. On (B)(6) 2015, the patient underwent surgery. The genitofemoral nerve appeared reddish and thin. Two pieces that were identified as part of the angio-seal were removed from distal to the nerve. The patient still suffers from pain.